Event description:
Boston scientific received information that this patient with this pacemaker device had oozing at the pocket site. Attempts to obtain additional information were unsuccessful. Evidence suggests the system remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.